Event description:
It was reported that a female patient, (B)(6) underwent an orif on her fractured hip. During surgery, the surgeon changed the device (gamma3 nail) from a 125° nail to a 120° one. According to the surgical report, after trying several times with a 125° it was decided to change the lag screw to one with a smaller angle (120°). The entry point had to be changed in order to avoid further damages to the trochanter.

Manufacturer narrative:
Affected item was not returned for evaluation. A review of the DHR revealed no discrepancy in material or manufacturing. With respect to the available information there is no indication for a nonconforming product. The available medical information provided suggests an op-staff related event. With available information the cause of the event could not be determined exactly. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause.

Event description:
It was reported that a female patient, (B)(6) underwent an orif on her fractured hip. During surgery, the surgeon changed the device (gamma3 nail) from a 125 degree nail to a 120 degree one. According to the surgical report, after trying several times with a 125 degree it was decided to change the lag screw to one with a smaller angle (120 degree). The entry point had to be changed in order to avoid further damages to the trochanter.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.